Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient was admitted to the hospital due to non conversion during the implant procedure to implant this device. The rhythm was converted after two external shocks. No additional adverse patient effects were reported.